Event description:
Customer stated that the pump will not pass the accuracy test. It was high at 5.4 percent based on a rate of 125 ml.hr.

Manufacturer narrative:
Investigation found that the pump has been serviced by third party due to pump maintenance due date was changed. Volumetric accuracy tests were performed and pump was out of +/- 5 percent. The pump was recalibrated to resolve the issue.